Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the intellamap orion high resolution mapping catheter was used in the ra (right atrium) for cti (cavotricuspid isthmus) mapping. Flushing and prepping of the catheter was normal. The orion was positioned in the ivc (interior vena cava) at times during cti ablation and then advanced to ra for re-mapping. Once the cti was complete, the orion was removed and placed on the back table. The orion was in and out of the body during the cti, and the orion dwelled in the ivc. When reintroduced for the la,(left atrium) there was pressure on the bag, obstruction on the orion, and the physician could not get a flow to the tip. The orion was exchanged for a new catheter, and the procedure was completed successfully. No patient complications were reported.